Manufacturer narrative:
The following fields were updated with the correct device information: d1 brand name; d4 model number, catalog number, lot number and UDI #.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that while administrating multiple medications via the medication port on the administrating set, medication backflowed up the line and the line separated inside the pump. Feed ended up all over the pump, floor and bed resulting in medication administrator error due and inability to access how much the patient received.